Manufacturer narrative:
Investigation: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported that infiltration/extravasation occurred with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter, "per email: we use your 24 ga 0.75 in 0.7 x 19 mm catheter in our infusion room. Recently we have had several patients infiltrate and I¿m wondering if there possibly could be an issue with the catheter itself. We have used these for several years, and the same person is starting ivs with them. From response email: the catheter infiltrated intravascularly. There was no leakage of blood or body fluid outside of the body." Complaint 5 of 5.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that infiltration/extravasation occurred with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter, "per email: we use your 24 ga 0.75 in 0.7 x 19 mm catheter in our infusion room. Recently we have had several patients infiltrate and I¿m wondering if there possibly could be an issue with the catheter itself. We have used these for several years, and the same person is starting ivs with them. From response email: the catheter infiltrated intravascularly. There was no leakage of blood or body fluid outside of the body." Complaint 5 of 5.